Event description:
Pt experienced a difficult placement of the device. Previous peg tube was reported as "long lasting" but no specific age of the stoma tract was given. Upon placement of the device, there was a separation of the stomach from the abdominal wall. Laparoscopic surgery was performed to remove the device and insert a new peg tube. One pt involved. Note the event date given above is approx.